Event description:
It was reported that during the laparoscopy - hysterectomy sub-lateral and fallopian tubes the tip of the device broke, making it unusable. The procedure was converted to a laparotomy.

Manufacturer narrative:
(B)(4). Batch #: v95w8k. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? The electrode ceramic was separated from the device. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the reason for converting to the laparotomy? Were other techniques considered to address the issue laparoscopically before converting to the laparotomy? What structure was the device being used on when the device issue occurred? Did any device piece drop into the patient¿s body? If so, was it retrieved? Did the device come into contact with a hard object? Were there any error messaging displayed during the procedure? What cleaning method was used when cleaning the device during the procedure? What is the patient¿s current status? A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with the distal guide weld broken. In addition, the electrode was properly attached to the lower jaw and not separated as reported by the customer. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The damage to the distal guide was not enough to prevent the jaws to open and close as expected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2022 additional information was requested and the following was obtained: what was the reason for converting to the laparotomy? The device (enseal) was defective and there was no equivalent device available at this time. The jaws broke but remained attached to the device. Were other techniques considered to address the issue laparoscopically before converting to the laparotomy? No equivalent device available at this time. What structure was the device being used on when the device issue occurred? It was a hysterectomy. Did any device piece drop into the patient¿s body? No. Did the device come into contact with a hard object? No. Were there any error messaging displayed during the procedure? The surgeon did not remember. What cleaning method was used when cleaning the device during the procedure? Wet compress. What is the patient¿s current status? The patient goes well.